Manufacturer narrative:
Correction: site reported that the surgery stayed minimal invasive and the surgeon revised the 4th screw.

Manufacturer narrative:
Additional information: device manufacturer and unique device identification (UDI) provided. A medtronic representative reported that the site opted to complete the procedure with a c-arm. It was noted that no screws were revised and that the imprecision was two millimeters. It was also reported that the surgeon moved the reference frame, resulting in the imprecision.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The hardware and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A manufacturer representative reported that during a spine procedure there was an alleged inaccuracy with the navigation system. The surgeon reported the inaccuracy on the 4th and final screw placement. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.